Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black spot was noticed on the optic of an intraocular lens (iol), when removing it from the packaging. The technician tried to rinse the spot off the lens without success. Then they tried to scrape it off and the lens got scratched. No patient contact reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed that the lens optic was unclean/stained. Loose particles were observed compatibles with handling the lens out of the sterile environment and suggesting the lens was handled/prepared for surgery. The lens was observed on white background and the reported black spot on the lens optic was not confirmed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.